Manufacturer narrative:
If additional information is obtained which changes the outcome of the investigation, a follow-up report will be filed.

Event description:
A patient was implanted with an incore lapidus system on an unknown date. At a later unknown post-op date it was reported the patient experienced a stress fracture across the metatarsal where the medial / distal screw was placed. Fracture was reported as having filled in. No further patient complications were reported.